Event description:
It was reported that a pt underwent an open repair of a primary umbilical hernia under general anesthesia on (B)(6) 2010. Post-operatively, the pt reported disabling symptoms on the 12 month pt follow-up questionnaire on (B)(6) 2011. Disabling symptoms of pain noted when coughing and deep breathing and disabling symptoms with regard to movement limitations with exercise. The pt has seen a doctor for problems related to the hernia and is taking narcotic pain medication.

Manufacturer narrative:
Date sent to the FDA: 03/18/2011. (B)(4) - movement limitations, (B)(4) - pain occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.